Event description:
Doctor attempted to deploy essure coil into the tube on left side. Doctor stated the sheath was torn as he started to deploy the coil causing the coil not to go in properly. He then tried to pull out the essure coil and it broke off 3 different times. Three pieces of the coil were taken out leaving some coil still in the tube. A new essure was attempted on the left side and they were not able to insert it into the tube.